Manufacturer narrative:
Location of device is unknown.

Event description:
A physician reported an unspecified "failure" of an ozark screw which occurred post-operatively. No other information has been provided.

Event description:
A physician reported an unspecified "failure" of an ozark screw which occurred post-operatively. No other information has been provided.

Manufacturer narrative:
Visual, functional, and dimensional analysis could not be performed as the device associated with this issue was not identified nor returned. A review of complaint history and device history records could not be performed because identifying device information was not provided. As a device specific failure could not be identified nor confirmed, no further investigation is possible at this time and a root cause cannot be established.